Manufacturer narrative:
Product ID: 977a260, lot# 0211847322, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the anchor used was a standard bumpy anchor in the kit. It was nota bene that the anchor was not used from an anchor kit. The doctor thought that the lead had moved downwards through the anchor. The indicated use was pain in patient's right arm and pain. The patient had responded well to the treatment. The part section of the anchor will be sent back. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead had moved from its original position and the doctor wanted to remove the lead and replace it with a new one. The doctor said that the lead had moved because the anchoring device that was used from the lead kit failed and did not hold the lead in position. The doctor also said that they thought the lead had moved through the anchoring device that came with the kit. A contributing factor was the patient said that when they were in the hospital on the day after the operation, they were in bed and rolled over using their left arm across their body to support themselves. Troubleshooting and diagnostics were performed. When trying to program the patient¿s new lead, the stimulation was not in the area of the pain. The patient went and had an x-ray to determine if the lead had moved. The doctor then decided to do a revision of the lead. A partial section of the lead and anchoring device were removed and will be provided for testing. The lead was then replaced. The issue was resolved at the time of this report. The patient was alive with no injury. Two different implant dates were reported (B)(6) 2017; follow up is being performed to obtain the correct implant date. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.